Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Additionally, it was reported that multiple occlusion alarms occurred. Customer's blood glucose was 382 mg/dl. Reportedly, the customer loaded multiple new cartridges and was ultimately able to clear the alarms and resume insulin therapy. Customer declined troubleshooting with tandem technical support for the occlusion alarms. Reportedly, the customer will continue to use the pump for insulin therapy.